Manufacturer narrative:
This is our combined initial and final report on this incident

Event description:
The customer reported that a patient sample was tested with biotestcell- i11 on tango optimo. The tango optimo called the reactions negative. An external reference laboratory stated that the sample demonstrated an anti-e. The customer tested the patient sample with the enhancement of peg(polyethylen glycol) and yielded a weak positive reaction with some e positive cells of biotestcell-i11. The customer did return the patient sample that had caused a false negative test result but not the supposedly defective product. Our quality control laboratory tested the patient sample with the retained sample of the supposedly defective lot of biotestcell-i11 on tango optimo and could confirm the customer's negative test result. The patient sample was also tested in the 3-phase tube technique and yielded negative results. The patient sample was also tested in the gelcard system and yielded a negative result. Additionally the patient sample was tested with the enhancement of enzyme (bromelin) in tube and yielded a positive reaction. The test results confirm the weakness of the missed antibody. There is a reference in the instruction for use: "negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies". The retained sample of the allegedly defective product lot was also tested with positive and negative control and an anti-e from an interlaboratory test. All positive and negative reactions were correct. We did not observe any false negative reactions. Testing by our quality control laboratory confirmed that the allegedly defective lot of biotestcell-i11 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.